Manufacturer narrative:
H2: the revision reported was likely the result of presumed prosthesis wear of the tibial insert, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, images of the revised insert do not show signs of excessive prosthesis wear/damage inconsistent with being implanted. The femoral loosening and osteolysis could not be confirmed. The revised devices were not returned for evaluation. Correction: h6: clinical code.

Manufacturer narrative:
Section d10: concomitant products: lgc tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(6)). Logic cr tib insert std, sz 4, 9mm (cat# 02-012-47-4009 / serial# (B)(6)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 84 year old male patient had an initial right tka on (B)(6) 2017. The patient was revised on (B)(6) 2024 due to femur loosening, osteolysis, and poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. X-rays and photos received. The devices are not available for evaluation due to the devices were disposed at hospital